Event description:
Procedure: colostomy reversal. Reportedly, when the device was applied over thick sigmoid colon, the staple line was not formed properly. As a result, some feces leaked into the cavity. To correct the damage, the surgeon used a different stapler on distal tissue which appeared thinner and more dissected. Only about 3 minutes were added to the procedure as a result of this.